Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The measurable dimensions of the broken cortex screw were checked and found in compliance with the technical drawings and specification. The visual inspection revealed screw head recesses on both screws showing wear and damages pointing to the fact that the screws were subjected to mechanical overloading. The microscopic investigation of the broken surfaces shows homogenous material structures; no anomalies were found. Therefore we consider these breakages to be caused during mechanical overloading situations. The complaint has been determined to be indeterminate.

Event description:
Two screws broken during the insertion to the patient's cranium. This is 1 of 2 reports for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)